Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, a linear opening, and brown particles in shell. Leak test and microscopic analysis were performed which identified a smooth linear opening on radius side in the same location of crease. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth linear crease opening assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.